Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed the syringe case was previously installed incorrectly with the reagent syringe case. The fse also observed the deionized water rinse wash well was not receiving flow during washing. The fse cleaned the wash well flow restrictor and y tubing, and replaced the sample syringe and tubing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic urea nitrogen (bun), glucose (glu) and unsaturated iron binding capacity (uibc) patient results and quality control (qc) results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results for three (3) patient samples.